Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt. This device is available for analysis but has not yet been received.

Event description:
As reported, the stent of a smart control 8x60 120 was implanted; however it jumped forward. This results in incomplete coverage of the lesion and stent coverage. An additional non-cordis stent used to overlap and cover the lesion. There was no reported injury to the patient. The product was stored and handled according to the instructions for use (IFU). The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible. The product was inspected and prepped according to the instructions for use. There was nothing unusual noted about the stent delivery system prior to use. The stent was still constrained within the outer member/sheath after removal from the tray. The stopcock was connected to the y-connector of the tuohy borst valve. There was difficulty encountered flushing the stopcock and/or sds. The lesion was measured to be 8mm in diameter. The length of the lesion was 70 with a 40% stenosis. The lesion was noted to be moderately calcified. The diameter of the unconstrained stent size was 1-2 mm larger than the vessel diameter. The vessel had little tortuosity. Thrombus was noted to be at the distal end of the lesion site. A 6f cordis sheath was used with a .035 non-cordis guidewire and a 6f non-cordis guide cath. The stent delivery system never passed through any acute bends. There was no difficulty encountered while advancing/tracking the sds towards the lesion. No unusual force used at any time during the procedure. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The user did hold the handle flat and straight outside the patient. The sheath introducer was help flat and straight during deployment. The smart control locking pin was in place during advancement towards the lesion. The locking pin was not removed before attempting to deploy the smart control stent. The case was completed with the use of a new unknown cordis stent. The device will be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 18035327 presented no issues during the manufacturing process that can be related to the reported event. The stent of a smart control 8x60 120 was implanted; however, it jumped forward. This resulted in incomplete coverage of the lesion and stent coverage. An additional non-cordis stent used to overlap and cover the lesion. The product was stored and handled according to the instructions for use (IFU). The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible. The product was inspected and prepped according to the instructions for use. There was nothing unusual noted about the stent delivery system prior to use. The stent was still constrained within the outer member/sheath after removal from the tray. The stopcock was connected to the y-connector of the tuohy borst valve. There was difficulty encountered flushing the stopcock and/or sds. The lesion was measured to be 8mm in diameter. The length of the lesion was 70 with a 40% stenosis. The lesion was noted to be moderately calcified. The diameter of the unconstrained stent size was 1-2 mm larger than the vessel diameter. The vessel had little tortuosity. Thrombus was noted to be at the distal end of the lesion site. A 6f cordis sheath was used with a .035 non-cordis guidewire and a 6f non-cordis guide cath. The stent delivery system never passed through any acute bends. There was no difficulty encountered while advancing/tracking the sds towards the lesion. No unusual force used at any time during the procedure. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The user did hold the handle flat and straight outside the patient. The sheath introducer was help flat and straight during deployment. The smart control locking pin was in place during advancement towards the lesion. The locking pin was not removed before attempting to deploy the smart control stent. The case was completed with the use of a new unknown cordis stent. There was no reported injury to the patient. The device was not returned for analysis. The device was not returned for analysis. A product history record (phr) review of lot 18035327 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Without the return of the device for analysis and based on the information provided, the reported ¿stent delivery system (sds)-ses~ deployment difficulty - inaccurate placement¿ and ¿stent-ses~ incomplete expansion¿ could not be confirmed and the exact root cause could not be determined. Handling and procedural factors such as vessel characteristics (40% stenosis and moderately calcified lesion) as well as the user¿s interaction with the device may have led to the reported events. According to the instructions for use (IFU), ¿do not attempt to drag or reposition the stent, as this may result in unintentional stent deployment. Introduction of stent delivery system (a). Ensure locking pin is still in place. (B). Advance the device over the guidewire through the hemostatic valve and sheath introducer. Note: if resistance is met during delivery system introduction, the system should be withdrawn and another system should be used. Caution: always use an introducer sheath for the implant procedure, to protect puncture site. An introducer sheath of a 6f (2.0 mm) or larger size is recommended. Slack removal (a). Advance the stent delivery system past the stricture site. (B). Pull back the stent delivery system until the radiopaque stent markers (leading and trailing ends) move in position so that they are proximal and distal to the target stricture. (C). Ensure the device outside the patient remains flat and straight. Caution: slack in the catheter shaft, either outside or inside the patient, may result in deploying the stent beyond the target stricture site. Stent deployment (a). Verify that the delivery system¿s radiopaque stent markers (leading and trailing ends) are proximal and distal to the target stricture. (B). Ensure that the introducer sheath does not move during deployment. Note: failure to maintain a fixed handle position or constraining the catheter shaft during deployment may result in stent compression (shortening) or elongation¿. Neither the phr review nor the information available suggests a design or manufacturing related cause could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken.

Event description:
As reported, the stent of a smart control 8x60 120 was implanted; however it jumped forward. This results in incomplete coverage of the lesion and stent coverage. An additional non-cordis stent used to overlap and cover the lesion. There was no reported injury to the patient. The product was stored and handled according to the instructions for use (IFU). The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible. The product was inspected and prepped according to the instructions for use. There was nothing unusual noted about the stent delivery system prior to use. The stent was still constrained within the outer member/sheath after removal from the tray. The stopcock was connected to the y-connector of the tuohy borst valve. There was difficulty encountered flushing the stopcock and/or sds. The lesion was measured to be 8mm in diameter. The length of the lesion was 70 with a 40% stenosis. The lesion was noted to be moderately calcified. The diameter of the unconstrained stent size was 1-2 mm larger than the vessel diameter. The vessel had little tortuosity. Thrombus was noted to be at the distal end of the lesion site. A 6f cordis sheath was used with a .035 non-cordis guidewire and a 6f non-cordis guide cath. The stent delivery system never passed through any acute bends. There was no difficulty encountered while advancing/tracking the sds towards the lesion. No unusual force used at any time during the procedure. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The user did hold the handle flat and straight outside the patient. The sheath introducer was help flat and straight during deployment. The smart control locking pin was in place during advancement towards the lesion. The locking pin was not removed before attempting to deploy the smart control stent. The case was completed with the use of a new unknown cordis stent. The device will not be returned for evaluation as multiple attempts were made without success.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, d9, g3, h1, h2, h3 and h6. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the stent of a smart control 8x60 120 was implanted; however it jumped forward. This results in incomplete coverage of the lesion and stent coverage. An additional non-cordis stent used to overlap and cover the lesion. There was no reported injury to the patient. The product was stored and handled according to the instructions for use (IFU). The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible. The product was inspected and prepped according to the instructions for use. There was nothing unusual noted about the stent delivery system prior to use. The stent was still constrained within the outer member/sheath after removal from the tray. The stopcock was connected to the y-connector of the tuohy borst valve. There was difficulty encountered flushing the stopcock and/or sds. The lesion was measured to be 8mm in diameter. The length of the lesion was 70 with a 40% stenosis. The lesion was noted to be moderately calcified. The diameter of the unconstrained stent size was 1-2 mm larger than the vessel diameter. The vessel had little tortuosity. Thrombus was noted to be at the distal end of the lesion site. A 6f cordis sheath was used with a .035 non-cordis guidewire and a 6f non-cordis guide cath. The stent delivery system never passed through any acute bends. There was no difficulty encountered while advancing/tracking the sds towards the lesion. No unusual force used at any time during the procedure. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The user did hold the handle flat and straight outside the patient. The sheath introducer was help flat and straight during deployment. The smart control locking pin was in place during advancement towards the lesion. The locking pin was not removed before attempting to deploy the smart control stent. The case was completed with the use of a new unknown cordis stent. The device will not be returned for evaluation as multiple attempts were made without success.

Manufacturer narrative:
The stent of a smart control 8x60 120 was implanted; however it jumped forward. This results in incomplete coverage of the lesion and stent coverage. An additional non-cordis stent used to overlap and cover the lesion. There was no reported injury to the patient. The product was stored and handled according to the instructions for use (IFU). The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible. The product was inspected and prepped according to the instructions for use. There was nothing unusual noted about the stent delivery system prior to use. The stent was still constrained within the outer member/sheath after removal from the tray. The stopcock was connected to the y-connector of the tuohy borst valve. There was difficulty encountered flushing the stopcock and/or sds. The lesion was measured to be 8mm in diameter. The length of the lesion was 70 with a 40% stenosis. The lesion was noted to be moderately calcified. The diameter of the unconstrained stent size was 1-2 mm larger than the vessel diameter. The vessel had little tortuosity. Thrombus was noted to be at the distal end of the lesion site. A 6f cordis sheath was used with a .035 non-cordis guidewire and a 6f non-cordis guide cath. The stent delivery system never passed through any acute bends. There was no difficulty encountered while advancing/tracking the stent delivery system (sds) towards the lesion. No unusual force used at any time during the procedure. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The user did hold the handle flat and straight outside the patient. The sheath introducer was help flat and straight during deployment. The smart control locking pin was in place during advancement towards the lesion. The locking pin was not removed before attempting to deploy the smart control stent. The case was completed with the use of a new unknown cordis stent. The product was returned for analysis. A non-sterile unit of ses smart control 8x60 120cm sds was received for analysis coiled inside of a clear plastic bag. Per visual analysis the stent was fully deployed and was not returned for analysis. A kinked condition was observed at 120 cm from the proximal end. No other anomalies were observed. Per dimensional analysis the device was found within specification. Functional analysis was not performed as the unit was returned fully deployed. A product history record (phr) review of lot 18035327 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds)-ses deployment difficulty - inaccurate placement¿ and ¿stent-ses incomplete expansion¿ were not confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis. Procedural images were not provided for review. Based on the information available for review, procedural or handling factors may have contributed to the event as evidenced by a kink noted on the device during analysis. According to the instructions for use, which is not intended as a mitigation of risk, ¿slack removal a. Advance the stent delivery system past the lesion site. B. Pull back the stent delivery system until the radiopaque stent markers (leading and trailing ends) move in position so that they are proximal and distal to the target lesion site. C. Ensure the device outside the patient remains flat and straight. Caution: slack in the catheter shaft, either outside or inside the patient, may result in deploying the stent beyond the target lesion site. If incomplete expansion exists within the stent at any point along the lesion, post deployment balloon dilatation (standard pta technique) can be performed. Note: only areas within the stent length should receive post-deployment balloon dilatation.¿ neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, the stent of a smart control 8x60 120 was implanted; however it jumped forward. This results in incomplete coverage of the lesion and stent coverage. An additional non-cordis stent used to overlap and cover the lesion. There was no reported injury to the patient. The product was stored and handled according to the instructions for use (IFU). The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible. The product was inspected and prepped according to the instructions for use. There was nothing unusual noted about the stent delivery system prior to use. The stent was still constrained within the outer member/sheath after removal from the tray. The stopcock was connected to the y-connector of the tuohy borst valve. There was difficulty encountered flushing the stopcock and/or sds. The lesion was measured to be 8mm in diameter. The length of the lesion was 70 with a 40% stenosis. The lesion was noted to be moderately calcified. The diameter of the unconstrained stent size was 1-2 mm larger than the vessel diameter. The vessel had little tortuosity. Thrombus was noted to be at the distal end of the lesion site. A 6f cordis sheath was used with a .035 non-cordis guidewire and a 6f non-cordis guide cath. The stent delivery system never passed through any acute bends. There was no difficulty encountered while advancing/tracking the sds towards the lesion. No unusual force used at any time during the procedure. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The user did hold the handle flat and straight outside the patient. The sheath introducer was help flat and straight during deployment. The smart control locking pin was in place during advancement towards the lesion. The locking pin was not removed before attempting to deploy the smart control stent. The case was completed with the use of a new unknown cordis stent. The device will not be returned for evaluation as multiple attempts were made without success.